Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of sinusitis, nodules, and erythematous cords are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of sinusitis, nodules, and erythematous cords as follows: precautions for use: "as a matter of general principle, injection of a medical device is associated with a risk of infection." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. Indurations or nodules at the injection site."

Event description:
Healthcare professional reported patient was injected with unspecified juvederm voluma. Sixteen months later patient was injected to the lip commissure, tear trough, and prejowl with juvederm volbella with lidocaine as well as concomitant injection with botulinum toxin. Approximately 4 months later patient developed sinusitis and was treated with levofloxacin. Patient developed an allergic reaction to the levofloxacin and subsequently developed nodules in the prejowl region and lip commissures and erythematous cords in the tear trough. Three weeks later patient was treated with clarithromycin and predsim. A month later hyaluronidase was injected to the residual nodules in the left prejowl and right nasogenian fold. Symptoms have "not disappeared totally." This is the same event and the same patient reported under MDR ID# 3005113652-2016-00738 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm volbella with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on 10/03/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected with unspecified juvéderm voluma. Sixteen months later patient was injected to the lip commissure, tear trough, and prejowl with juvéderm® volbella" with lidocaine as well as concomitant injection with botulinum toxin. Approximately 4 months later patient developed sinusitis and was treated with levofloxacin. Patient developed an allergic reaction to the levofloxacin and subsequently developed nodules in the prejowl region and lip commissures and erythematous cords in the tear trough. Three weeks later patient was treated with clarithromycin and predsim. A month later hyaluronidase was injected to the residual nodules in the left prejowl and right nasogenian fold. Symptoms have "not disappeared totally." This is the same event and the same patient reported under MDR ID# 3005113652-2016-00738 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella with lidocaine, also a device manufactured by (B)(4).